Manufacturer narrative:
A specific cause for the reported gi bleed and a correlation to the device could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for a gi bleed and would continue to be monitored.

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.